Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The sample was received for evaluation and a visual inspection was performed and it was observed that all the components are assembled properly. A dimensional test was performed and the inner diameter of the tube was measured 0.293 inches and this reading is within specification (0.295 +/-0.002 inches) and the outer diameter of the tube was measured 0.403 inches and this reading is within specification (0.401 inches ref. No failure mode was observed in the received sample. Manufacturing process was reviewed and currently, all manufacturing controls were found effective and properly implemented and maintained. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.

Manufacturer narrative:
(B)(4).

Event description:
The caller reported that the endotracheal tube is softer and could kink. There was no patient involved.